Manufacturer narrative:
Philips service replaced the host pc and mpdu control panel, restored the ghost image, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to power on during clinical use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.